Manufacturer narrative:
The device history record was reviewed, and no irregularities were noted. The plate breakage in this case was probably caused by the excessive force applied to the position of the screw and the plate. We concluded that the quality of this product has no relation to this event. <warning and precaution> important basic precautions when load bearing capacity has been weakened or reduced due to fractures, etc., osferion should only be used if the bone can be reliably immobilized by using external or internal fixations etc. Otherwise, compaction of fractures may occur. If necessary, the fracture should be stabilized using external or internal fixations to prevent post-implantation migration or extrusion of the osferion due to loosening. This report is being submitted as a medical device report is an abundance of caution.

Event description:
A surgeon used a bone plate and bone screws for use in internal body fixation to fix an osteotomized tibia during high tibial osteotomy. With regard to the bone defect formed after the osteotomy, the surgeon trimmed this product(bone void filler) corresponding to the shape of the bone defect and implanted it into the bone defect. The patient remained non-weight bearing for one month after the surgery (in fact, the patient was allowed to apply some of the patient's weight to the affected limb according to the extent of the pain). Full weight bearing was allowed one month after the surgery. A breakage of the bone plate was detected two months after the surgery. The patient was complaining of pain. A lateral tibial plateau fracture was also observed.